Event description:
Brakes on hospital bed were not functioning properly and were reported to engineering office. While waiting for engineering to evaluate bed, when patient attempted to sit up, wheel of bed broke causing bed to tip, injuring patient's daughter who tried to support the bed, this was a minor injury without any redness or skin break. Bed was taken out of service and replaced.====================== manufacturer response for patient bed, patient bed======================hill rom representative is scheduled to visit.